Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) level of 196-high mg/dl. Reportedly, the customer used cold insulin when filling the cartridge. A correction bolus and manual injection were delivered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.